Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that a low blood glucose reminder became frozen on the pump screen and the customer was unable to clear the reminder. The customer stated that the low blood glucose reminder had occurred earlier when blood glucose levels were not stabilized. However, the reason for the low blood glucose level was not reported. During troubleshooting with tandem technical support, the reminder was able to be cleared. At the time of the call, the customer was not experiencing low blood glucose levels; however, the cause of the earlier low blood glucose level was unable to be confirmed.